Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician performed bench testing on model lap top ventilator 1200. Unit passed all testing and met all carefusion manufacturer specifications. Internal inspection does not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that model lap top ventilator 1200 alarmed "low pressure" and "low minute ventilation" while connected to a patient. The patient was removed from the unit and provided positive pressure ventilation via bag valve mask for the remainder of transport. At this time, it is unknown if there was any patient harm associated with the reported event. User facility's medwatch also states: "service on (B)(6) 2016: ran machine, could not repeat same problem. Tech support at pulmonetics was made aware of event. Either the batteries were depleted or the wrong tubing was used."